Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (remaining insulin reading) issue. The reporter stated that the pump¿s remaining insulin reading was indicating more than what was actually in the cartridge. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because an inaccurate remaining insulin reading could cause the cartridge to empty without proper alarms, resulting in under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/16/2017 with the following findings: review of the black box data did not reveal any activity outside of normal use. On examination, the, the pump and its components were intact and without damage. On investigation, the pump was powered on without issue. The rewind step was successfully performed. A 100-unit cartridge was inserted into the pump, however, the pump stopped at 198 units before reaching the cartridge; the alleged ¿remaining display more than what is in cartridge was duplicated. The pump was opened for investigation and revealed the drive assembly was misaligned and mounted unevenly. Investigation concluded the failure was due to a manufacturing defect. (B)(4).